Manufacturer narrative:
The downloaded machine data files have been evaluated and confirm that this incident is a 'frozen screen' related issue. The manufacturer is aware of the problem 'frozen screen' and corrections are to be implemented in future software upgrades. Further investigation into the incident is ongoing. A follow-up report will be submitted once the investigation has been completed. No injury or clinical consequence to the patient was reported.

Event description:
The customer reported: touch screen not responding. No other information available. A qualified service engineer carried out test operation of the unit and was unable to reproduce the fault. Reported probelm occurred during treatment / run. Reported machine runtime was 846 (h). No blood loss reported.